Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customers' blood glucose level.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 year of age abnd greater, pt is (B)(6).